Event description:
After an implantation period of approx. 10 months, a loss of capture was observed at the pacemaker and oversensing on the atrial lead was reported. The pacemaker and the lead were explanted.

Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing no anomalies. Further, the device was interrogated, and the memory content was analyzed. The battery status showed 85 percent. The follow-up data showed elevated bipolar lead impedances. In particular, a documented atrial impedance of greater than 2500 ohm and a ventricular impedance of 1700 ohms. Furthermore, the data showed an atrial lead failure documented on july 02, 2021. Therefore, the header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In a next step, the impedance measurement functions of the device were thoroughly tested. Different load resistances were subsequently attached to the pacemaker and the device measurements in bi- and unipolar configuration proved to be normal and as expected. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the pacemaker is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.